Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple intermittent occlusion alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge and infusion set and resumed insulin delivery successfully. Troubleshooting could not be performed as the event occurred in the past.